Event description:
It was reported that during a middle cerebral artery stenosis case, the subject balloon was delivered to the lesion. A pressure pump was used to dilate the subject balloon and while dilation leak was found in the subject balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device has not yet been returned for evaluation.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the balloon catheter was found to be damaged inside the hub. During the functional inspection, the balloon leaked functional test ¿ pass. The balloon could be inflated during the test without difficulties. There was no balloon leakage noted; however, there was balloon catheter leakage due to damage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint of the balloon leaked during use was not confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. As per additional information provided, no damage was noted to the packaging prior to opening the packaging and the device was prepared as per dfu for this product. The device was confirmed to be in good condition during preparation / prior to use on the patient. Continuous flush was set up and maintained and the patient¿s anatomy was described as 'moderately tortuous'. It was reported that it was reported that the user "exhausted the air before use and then delivered the balloon to the lesion. Used pressure pump to dilate the balloon and then found the balloon leaked." It was further reported in the follow-up questions that the balloon was successfully inflated during preparation and there was no leak noted during preparation. The device was returned for analysis and it was noted that there was a hole/cut to the catheter shaft when viewed through the inflation port of the hub causing leakage. The balloon was able to be inflated, however the noted hub leak is likely to have caused inflation difficulties during use. There was no balloon leakage noted; however, the hub leak meant that balloon inflation would not have been able to be maintained. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of user error will be assigned to the reported event of balloon leaked during use and to the as analysed damage of catheter shaft leak during use and balloon catheter damaged, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during a middle cerebral artery stenosis case, the subject balloon was delivered to the lesion. A pressure pump was used to dilate the subject balloon and while dilation leak was found in the subject balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.